Event description:
It was reported that during set up of a da vinci surgical procedure, it was discovered that the cable on the pk dissecting forceps instrument was broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.